Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that the listed endotracheal tube was in place for an unknown amount of time when the device was found leaking at the cuff. According to the reporter, the endotracheal tube had been checked for leaks prior to patient use, and no leaks were detected. Additional information regarding the reported product issue has been requested. No incident related medical sequela was reported.

Manufacturer narrative:
Additional information based upon the additional information provided, the reported event has changed from a FDA malfunction reportable event to non-reportable event. (B)(4).

Event description:
It was further reported that the device was in patient use for approximately 5 minutes before the reported issue was observed.